Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed noise on the right ventricular (rv) lead. During lead explant, the physician noted a fracture on the rv lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: section d - UDI number was populated to 05414734501750, was previously not reported